Event description:
It was reported via patient records that the patient had an extensive history of cardiovascular disease including hypertension, hyperlipidemia, diabetes and a porcelain aorta. The patient also had a mechanical mitral valve and had been prescribed coumadin as additional medical therapy. In (B)(6) 2013, it had been determined that continued medical therapy (coumadin) was the best treatment due to limited distal vasculature/runoff. Despite the medical therapy, the patient continued to have intractable angina and it was determined that the only type of mechanical revascularization was to use the diamondback coronary orbital atherectomy device. Prior to the case, the coumadin had been held and the patient was placed on IV heparin. The procedure was successful (no complications were noted), but the patient developed ventricular dysrhythmias and ventricular tachycardia post-procedure requiring advanced cardiac life support (acls). He regained arrhythmia at one point, but returned to ventricular dysrhythmia. In spite of aggressive care, the patient expired on (B)(6) 2014.

Event description:
It was reported that 15 minutes after a coronary orbital atherectomy procedure, the patient expired. Prior to the procedure, the patient was very sick and could only walk a few feet at a time. The patient had heightened stat levels at the beginning of the intervention which were relieved with dopamine and the intervention continued. The target lesions were located in the left anterior descending (lad) artery and left diagonal artery. A csi orbital atherectomy device (oad) was advanced to the site of treatment. The physician performed two runs at low speed for 34 seconds and one run at high speed for 13 seconds. He removed the oad and tried to cross the lesion in the diagonal with a 3.0mm balloon, but could not. He then proceeded to post-dilate the lad lesion using that 3.0mm balloon. The physician then tried to cross the diagonal using a 2.5mm balloon, but again could not. A 2.0mm balloon was then used to successfully post-dilate the diagonal lesion. Stents were deployed in both the lad and diagonal and the case was completed. The patient status remained stable throughout the procedure. There were no device malfunctions or adverse events reported during the procedure. Around 15 minutes post-procedure, the patient was talking and stable, but developed a sudden arythmia. Emergency measures were taken to revive the patient, but were unsuccessful. Three requests for additional information, including a cause of death summary, have been made, but none has yet been received.

Manufacturer narrative:
No adverse event occurred during the intervention that would have contributed to the patient expiration post-intervention. The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility